Event description:
Event info: during a treatment, the handpiece head heated up and there was a complaint that it was hot. The dentist did not aware that the handpiece heated up, because the dentist wore gloves. The patient did not get burned. When this patient came back the dental office next time, the dentist check if there are any burn or damage and inside the patient mouth was fine. Nakanishi sent a letter to the dentist on 05/01/2015 in order request the additional info regarding the device. Nakanishi receive the response dated on 05/08/2015. This report created based on the info including what was obtained through this response. The dentist requested nakanishi to check this handpiece, and nakanishi investigated this handpiece on 05/11/2015.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below. Methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. The device was configured for temperature testing in the exact state in which it was returned. Specifically, no lubrication or cleaning was performed on the returned device before this first test in order to characterize the device under conditions that would duplicate the use situation at the time of the event. Temperature sensors were first attached to the exterior of the device at two test points (i.e. Head side and head cap). The test set up was prepared to take temperature measurements at two points simultaneously, including a ref measurement at ambient room temperature. D). Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (200,000 rpm for the handpiece), with water spray and measure the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000 rpm). Nakanishi confirmed the temperature at the head of the returned handpiece heated up to (47.3°c at the head side 52.7°c at head cap) into the 3-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damaged on the cartridge bearing. The amount of oil observed inside the handpiece indicated that the device was not adequately cleaned. Due to the oil level observed, as well as the presence of some abrasive powders in the handpiece. Nakanishi reassembled and washed the handpiece using nakanishi pana-spray. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operations manual, nakanishi measured the temperature of the handpiece. Even after cleaning, nakanishi still observed a quick rise in temperature. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to damage to the bearing retainer. The damage observed caused abnormal rotational resistance, which would result in the handpiece overheating. Nakanishi reminded the user of the maintenance instruction included in the user manual in order to prevent the accumulation of abrasive powders inside the bearing.